Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the observed malfunction was attributed to degradation related problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope for a separate issue. It was observed during olympus' device inspection that the bronchofibervideoscope's pink rubber on the c-body had a chip (detachment). There were no reports of patient involvement.